Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. As received, the electrode belt intermittently failed incoming functionality testing. The cause for the test failure was isolated to an intermittent shorted pulse wire in the cable connecting ECG "c" and ECG "d". An unused pulse wire migrated within an ECG electrode and pierced the red (-5 v) wire, causing the intermittent short. The root cause for the migrated wire has not yet been determined. Whether the issue is design-related or manufacturing-related is under investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had non-functional ECG electrodes.